Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right atrial (ra) lead exhibited noise signals that led to false positive atrial tachy response (atr). Technical services (ts) was consulted and suspects an insulation issue. The lead remains in service. No adverse patient effects were reported.